Event description:
Customer reported that her diabetes educator has told her that her insulin pump was not calculating boluses correctly. Customer stated that she had high blood glucose of over 200 mg/dl. Customer stated that her insulin pump estimate screen shows the insulin amount, but when she presses the act button it shows a higher amount. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specfications. The bolus wizard functioned properly as per the user guide.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.